Event description:
The patient presented to the clinic with low r-wave and high capture threshold. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.